Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged three times during the implant procedure. A helix issue was suspected. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.